Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided as the packaging was conforming.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3. G6, h2, h10, h11. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery white powder was found inside of the sterile tray when the nurse opened the package. There was no patient harm or injury. There was no medical intervention. There was a 0¿15-minute surgical delay to prepare an alternate device. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.